Event description:
The ventilator failed the battery switch test during pre-use check. (B) (4). (B) (4).

Manufacturer narrative:
Investigations of the returned plug and play back-plane printed circuit board pc1775 have determined that the cause of the event was a defective component, a transistor (t19) on this board. T19 is a part of the circuitry which controls the function for switching from mains to battery operation and this function was disabled. A defective t19 will result in a failing battery switch test during pre-use check. Should this fault occur when mains is lost or disconnected the ventilator will not be able to switch to battery operation. In such case a backup alarm will be generated by the backup buzzer located on the printed circuit board 1772 monitoring. The cause of the reported event was the defective component t19. The reason for the failure of the above component has not been determined but is assessed as an isolated fault. (B) (4)